Event description:
Customer reported that the batteries on the insulin pump were not lasting. A motor error alarm was noted in the alarm history. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 164 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was function properly during rewind and basic occlusion, occlusion, prime test, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed motor test. All operating currents are within the specification, no unexpected low battery, and weak battery or off no power alarm noted. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.